Event description:
It was reported that the tip of the drill broke when drilling. No patient injury or complications were reported.

Manufacturer narrative:
One 2.4x381mm drill tipped passing pin was returned for evaluation. Visual assessment of the passing pin confirmed it is bent roughly 5 inches from its distal end. A major area of abrasion is located at the bend. Attempting to drill over a bent passing pin would require the use of excessive force. Per the device IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.